Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure of the standardized use of the rotarex device via supine position in the left femoral artery. During the thrombus aspiration procedure, the catheter tip detached from the catheter, and the spring was pulled out. Reportedly, the break of the spring and helix was also noted. Furthermore, the detached components were successfully retrieved outside the body using a retriever. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.